Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device failed for co2 calibration. Based on the information available, the device was evaluated by a philips field service engineer (fse ) at the customers site and the co2 calibration was performed to resolve the issue. The device is working fine as per manufacturer's specifications after the co2 calibration. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. This case was determined to be a continuation of (B)(4) (which was reported on MDR number 3030677-2023-03791).

Event description:
It was reported to philips that the heart start mrx defibrillator failed the opcheck and prompted for co2 calibration. There was no reported patient involvement.

Manufacturer narrative:
The fse evaluated the device on site. The unit prompted that co2 calibration is due. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. Once the calibration was performed, the operational checks passed. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to user error, failing to calibrate the co2 when it was due. The reported problem was confirmed. The device was calibrated and is operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heart start mrx defibrillator failed the opcheck and prompted for co2 calibration. There was no reported patient involvement.